Event description:
The pt experienced a shocking/jolting sensation at the pocket site as well as a burning sensation following ins replacement. Palpation did cause stimulation changes. Pre-op impedances were normal. Impedances were not measured post-op. It was unk if the symptoms persisted with the stimulation off as the pt had immediate severe symptom return with the device off. The pt was getting good symptom suppression. She also experienced a warmth/heat in her head and some headache symptoms while recharging. The pocket adaptor was replaced. During replacement the impedances were: c, 6: 2740 ohms; c,7: 2840 ohms, and 6,7: 4872 ohms. Following replacement, there was no change in impedances and the pt still had the pocket sensation, though to a lesser degree.

Manufacturer narrative:
(B) (4).